Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation; however, it is unknown when it was received. An actual sample was received for evaluation. The sample was submitted for an underwater leak test, and a blockage was observed at the junction of the microbore tubing/bushing assembled to the y-junction. The reported condition was confirmed. The root cause of this condition was attributed to an excess of solvent at the junction which blocked flow. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to (B)(4) a syringe adapter set in which a no flow occurred. According to the report, the nursing team was not able to perform the infusion because the set was blocked. The condition occurred during priming before patient use. There was no patient injury or medical intervention associated with this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.